Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.